Manufacturer narrative:
Findings: unit received with operating currents within spec. Unit passed self test, error test, basic occlusion test and displacement test. However, unable to prime unit during prime test due to faulty sensor resistor. Unit received with minor scratches on lcd window. Unit received with cracked case at display window corners and battery tube threads. Unit received with corroded battery tube. (B)(4).

Event description:
It is reported that a customer returned their insulin pump for unknown reasons. The patient's blood glucose level was unknown at the time of the call. The customer did not provided any information.